Event description:
The customer reported the touch screen is damaged and does not work completely; touch screen had a gouge in it and was not working correctly in the damaged area. The customer reported there was no patient involvement.